Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint data, field service review, a review of service history, and a search for similar complaints. Return material was not available. The field service engineer (fse) inspected the analyzer and replaced the probe. A precision study was performed with acceptable results. A review of the analyzer service history was performed and no contributing factor to the current event was found. Tracking and trending did not identify an adverse. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect i2000sr analyzer, list number 03m74, was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer generated a falsely decreased architect tsh result while using the architect i2000sr analyzer. The customer provided the following results (customer reference range 0.55-3.4): on 07/09/2018: initial 0.09 uiu/ml; retested on second architect analyzer: 0.84 uiu/ml; the retest result was in alignment with the expected result. There was no adverse impact to patient management reported. No additional patient information was made available.